Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the device at the start of the surgery on first shots by starting the clipping after positioning the load at the time that the surgeon action the green button and first stage of the clipping present a screws and for the next clips the stapler is already not corresponded. When the green button is turned at this step the stretch is low and it is not possible to make the clamping having to open another stapler to finish the surgery. No patient injury noted. A loud noise was heard during the time the doctor began loading the clips.